Event description:
It was reported that the patient is experiencing a burning sensation with urination. The patient stated that when he wakes up after seven hours of sleep, he has urge to urinate and leaks prior to pressing the bulb. In addition, the patient has concerns regarding urinary urgency and frequency. Patient services specialist suggested the patient to follow-up with his urologist.